Event description:
It was reported that the pump had been updated and within mins it was realized that the bridge bolus had not been programmed. A call was placed to the MFR for reprogramming assistance. The pump was reprogrammed back to the original setting for 30 mg/dl, pump was updated, and then reprogrammed for 15 mg/ml with the bridge bolus. The drug in the pump was dilaudid. The concentration and daily dose being administered via the pump were not reported. No symptoms or outcome were reported. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.